Manufacturer narrative:
(B)(4). The lot was manufactured from 06/28/2013 to 07/01/2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor overinfused during patient infusion of fluorouracil (compounded by baxter). The infusion was expected to last 7 days but was completed in 5 days. There was no patient injury or medical intervention associated with this event. No additional information is available.